Event description:
The customer reported that the customer has been unable to test for the past two days due to an "apply sample" message on the customer's fasttake meter. The customer reports only testing 3-4 times per week, did not experience any symptoms, nor receive medical treatment. The customer has taken the customer's usual medications. No allegation of harm.